Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The patient was treated with unspecified antibiotics for the event. The cause and hospitalization were not reported. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.